Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The insulin leak was noticed during basal insulin delivery as well as insulin boluses. This issue occurred with 4 infusion sets from the same lot number.